Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Blood and solution is on the lens. Both haptics are bent in the gusset and distal area. One haptic is nick/chipped in the distal area. The optic is torn/split/cracked and cut, typical of insertion and removal. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A used cartridge was returned. An inadequate amount of viscoelastic was observed in the cartridge. The cartridge has evidence that it was placed in a handpiece. The tip has a large aneurysm on the bottom and heavy stress. Root cause: the root cause may be related to a failure to follow the dfu. The reported lens damage was observed. The returned cartridge had a large aneurysm on the tip. An inadequate amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. There have been no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was cracked when inserted into the eye. The same style lens was used to complete the procedure without patient harm. Additional information is requested.